Event description:
It was reported that a smell of burned plastic was detected. The pt monitor was functioning and the curves were well displayed on the monitor, the health data have been noted down several times by the nurse. No alarm was generated by the scope, and it seemed to work fine before being unplugged. The customer noticed that the smell was coming from the monitor. The hospital tech in charge of the electrical power came to check all the plugs and the electrical dispatch panel. No problem was found.

Manufacturer narrative:
We have requested the monitor in question to return to draeger for further investigation. We will provide investigation results to FDA as soon as they become available.